Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he is experiencing high blood glucose. He said that he has changed his entire set three times and his blood glucose is still high and has been for about 4 or 5 days. During high blood glucose troubleshooting, his blood glucose at the time was 400 mg/dl and current is 175 mg/dl. The customer said that he treated with the pump and has not contacted his doctor regarding his high blood glucose. He declined to check for any site/insulin issues and declined to check his pump¿s settings because he said that the doctor changed his setting about 3 weeks prior. The customer was advised to change the infusion set, reservoir and insulin and to treat per his healthcare professional's recommendation. He did not have a tubing clamp to perform the high-pressure test and was advised to call back once he received one so that the test could be performed. He said that he did not receive any alarms. The pump will not be returning for analysis.